Manufacturer narrative:
H3: product analysis: 1 opened sample, part number 8229306, from lot number 0227712969. None of the original packaging was returned with the device. The device was returned in a sealable (non-packaging) pouch. Visually, the proximal end of the inflation tube that connects to the pilot balloon was torn upon return. There was no damage in the construction of the cuff balloon. Functionally, a syringe was used to inject 20cc of air into the cuff and the cuff failed to inflate. For further analysis, a leak test was performed by submerging the device in water and bubbles (leakage) were observed at the aforementioned damaged inflation tube. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the surgery, the cuff tip of an endotracheal tube was broken. There is no patient involved in this event.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.